Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer experienced hypoglycemia with blood glucose value of 40 mg/dl. The emergency medical services was dispatched. The event involved product(s) mmt-431ag, mmt-1884, mmt-7040a, mmt-342, mmt-7841zn. Troubleshooting was performed. The customer confirmed transmitter serial number is programmed in manage devices screen. The transmitter was exposed to xray. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported insulin squirting out from end of set before connecting at their site. No further patient complications were reported. The customer will discontinue the use of the serialized device. No product return is required for mmt-431ag, mmt-7040a, mmt-342. Mmt-1884, mmt-7841zn was requested, and the customer response was the device will be returned.